Manufacturer narrative:
The sample centrifugation time may have been shorter and the speed may have been higher than recommended by the tube manufacturer. The field service engineer determined there was a vacuum issue. The vacuum line was cleaned and a vacuum valve was replaced. The fluidic system was checked and the rinse water was adjusted. Multiple samples were tested to test the functionality of the analyzer. The customer ran calibration and controls; these were acceptable. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with lact2 (lactate) on a cobas pro c 503 analytical unit. The customer received a photometer error on the analyzer, so they repeated the samples on a second analyzer. The repeat values were deemed correct. The first sample initially resulted in a lactate value of 0.3 mmol/l and it repeated as 1.2 mmol/l. The second sample initially resulted in a lactate value of 1.1 mmol/l and it repeated as 3.5 mmol/l.